Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed dim pink display and a leaking internal battery. This report is made based on the results of an investigation completed on 04/24/2014.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 04/24/2014 with the following results: pump was exercised for 24 hours battery and when the battery was removed for 6 hours , time and date reset to default. Opened pump to investigate and the internal battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, the verify screen had a dim pink contrast.